Event description:
It was reported that during a da vinci-assisted surgical procedure, a repeated recoverable error 32100 was occurring on the systems universal surgical manipulator (usm) 3. The system was not connected to the remote system logs during the call. The customer tried power-cycling the system, but the error persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer that they could continue with only three (3) usms, but the surgeon did not want to do this. The tse informed the customer they could use another patient side cart (psc) to continue with four (4) usms. The procedure was converted to another da vinci with no reported injury. The customer called back and informed the tse that they completed the procedure with another psc, with no further issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not replicate the error. The fse reviewed the error logs after multiple reboots, and did not find any errors on the systems universal surgical manipulator (usm) 3. The fse replaced the usm and the distal, from arm 3, in accordance with isi's procedure. The fse also swapped the usm and distal, from arm 2, and transferred to arm 3. The new usm and distal were then on the arm 2 and a known 'good' usm and distal were then on arm 3. The system was tested and verified as ready for use. The usm and distal were returned to isi for failure analysis (fa). Fa investigation confirmed and replicated the customer reported complaint, "errors 32098 and 32100." The unit was tested on an in-house system and failed normal mode, as it triggered 32098 and 32100 errors. The unit failed on a patient side cart fixture test platform (pftp), as it failed the chipencoder virtual absolute (cva) characterization test. The axes controller, motor (acm) board was swapped with a new one, and the errors no longer occurred. The original acm board was re-installed and the errors returned. The unit was tested on a pftp with a new acm board and passed the direction test, lissajous, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test.